Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece. Visual examination found the lead helix retracted and clogged with blood and tissue. The helix functionality was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any other anomalies.

Event description:
It was reported that the patient presented one day post-implant with right atrial lead dislodgement. The lead was explanted and replaced. There were no patient consequences.